Manufacturer narrative:
All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during surgery, the t2 implant of the fast-fix 360 had a knot around it withing the rod, making the implantation impossible. It was not reported if there were any delays in a surgical procedure or if a smith & nephew device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during surgery, the t2 implant of the fast-fix 360 had a knot around it withing the rod, making the implantation impossible. It was not reported if there were any delays in a surgical procedure or if a smith & nephew device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during an arthroscopy and meniscal suture procedure, the t2 implant of the fast-fix 360 had a knot around it withing the rod, making the implantation impossible. T1 was already anchored and it was removed from the patient¿. A customer image was provided. Image showed a t free from the delivery needle. An exact root cause cannot be determined with confidence. Per the device IFU under warnings ¿do not bend the delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found. Further investigation is not warranted at this time.